Event description:
Reportedly, during a follow-up, the programming head did not detect the implant. The programming head should be returned for analysis.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a follow-up, the programming head did not detect the implant. The programming head should be returned for analysis.